Manufacturer narrative:
Initial examination of the returned device noted that the stent was partially deployed. It was possible to deploy the remainder of the stent; however it was noted that the distal end of the delivery system did bow during deployment. An examination of the deployed stent found no anomalies with its profile. A visual and tactile examination of the delivery system noted a bend in the shaft proximal to the distal tip. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
(B) (6).(B) (4) - (medical intervention required; fissure). (Stent, partially deployed)the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent implantation procedure in the left main bronchus, performed on (B) (6) 2010. According to the complainant, the stent was to be placed to treat a stenosis. The patient's right lobe had been removed due to bronchial cancer in the sixth segment, resulting in a mediastinum shift leading to the stenosis. The patient was reported as "extremely sick" with several co-morbidities. Placement of the stent was intended to keep the trachea open because the mediastinum and the heart had moved due to the lung wing removal and was squeezing the trachea. The lesion was not predilated prior to the procedure, and the anatomy was not reported as tortuous. After about half of the stent had been deployed in the patient, the deployment thread could not be released any further. The partially deployed stent was removed from the patient. The physician thought that during manipulation, a flap and a short fissure in the trachea were probably produced. A bronchoscopy to confirm this was not performed. The physician planned to place a second ultraflex stent, but the available stent was determined to be the wrong size for the patient and her condition, and was not advanced to the lesion or deployment attempted inside the patient. There was no reported malfunction of this second stent. The patient received an infusion for stabilization. The patient condition after the procedure was reported as not well, and he was reported to be in the emergency room with another stent implantation procedure planned. Another stent was not placed. On an unknown date, but not directly after the procedure, the patient died. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent implantation procedure in the left main bronchus, performed on (B)(6) 2010. According to the complainant, the stent was to be placed to treat a stenosis. The patient's right lobe had been removed due to bronchial cancer in the sixth segment, resulting in a mediastinum shift leading to the stenosis. The patient was reported as "extremely sick" with several co-morbidities. Placement of the stent was intended to keep the trachea open because the mediastinum and the heart had moved due to the lung wing removal and was squeezing the trachea. The lesion was not predilated prior to the procedure, and the anatomy was not reported as tortuous. After about half of the stent had been deployed in the patient, the deployment thread could not be released any further. The partially deployed stent was removed from the patient. The physician thought that during manipulation, a flap and a short fissure in the trachea were probably produced. A bronchoscopy to confirm this was not performed. The physician planned to place a second ultraflex stent, but the available stent was determined to be the wrong size for the patient and her condition, and was not advanced to the lesion or deployment attempted inside the patient. There was no reported malfunction of this second stent. The patient received an infusion for stabilization. The patient condition after the procedure was reported as not well, and he was reported to be in the emergency room with another stent implantation procedure planned. Another stent was not placed. On an unknown date, but not directly after the procedure, the patient died. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.